Event description:
Independent repair center customer alleged unit will not start. The key failure is the manifold is stuck. As stated on the repair statement additional malfunction on this device: short circuit in the power switch control panel.